Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 570 mg/dl, however was 310 at the time of call. The customer's symptoms included headache and feeling tired. The customer treated with the insulin pump. The customer reported a small crack on the reservoir compartment. The customer declined to check for leaks, air bubbles, and settings. The customer was shipped a tubing clamp and was advised to call back when it was received. Nothing was replaced or returned.